Event description:
Attorney reported: in 2003- patient underwent an incisional ventral hernioplasty. During this procedure, physicians implanted a bard ventralex hernia patch. The patch was implanted to repair an incarcerated recurrent incisional ventral hernia (small bowel). Post-operative, the ventral hernia sac was submitted to the surgical pathology diagnosing the specimen: fibrous connective tissue with features of scar and prior operative procedure (clinical ventral hernia sac). In 2006- patient was re-admitted to the hospital due to an abdominal wall abscess with enterobacter cloacae and mixed flora. Upon discharge, patient was prescribed antibiotics. At about one month later, patient was re-admitted to the hospital and the hernia patch was determined to be the cause of the exasperated infected abdominal wall abscess. She was placed on IV antibiotics to treat a fluid collection and attempt was made to drain this area. Upon discharge, the patient was prescribed antibiotics and was instructed to follow-up. In 2007- patient was admitted to hospital with sepsis due to an intra-abdominal abscess. Infected abdominal wall mesh, and possible intestinal fistula. The hernia patch was discovered to be curled up in the intra-abdominal area. The procedure included drainage of the pocket of pus encountered at the intra-abdominal abscess, removal of the hernia patch in its entirety and all the identifiable foreign material and debridement of the abdominal wall infection. Post-operatively, patient received home health care to clean and dress the surgery area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.